Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The speaker assembly is currently in transit to the manufacturing site for analysis.